Event description:
Event description guidant received information that this transvenous implantable lead was explanted twenty days post implant due to loss of capture. A new lead was succesfully implanted. The explanted lead has been returned for analysis.